Event description:
A 72 year old male with an indication for impella support due to acute myocardial infarction complicated by cardiogenic shock (scai stage d) underwent placement of an impella 5.5 device (sn (B)(6)) via surgical right axillary/subclavian arterial access on (B)(6) 2026 at 10:05 am. During the procedure, the clinical team reported that the graft locks were not hemostatic after application, resulting in blood leakage around the peel away sheath and graft. Additional heavy silk ties were required to achieve hemostasis. The reported event appears related to graft lock hemostasis failure, requiring additional manual reinforcement to control bleeding. At this time, there is no indication that the device itself malfunctioned in a manner necessitating removal. The patient remains on support, and further evaluation¿including product return and data analysis¿will be necessary to determine whether the graft lock performance contributed to the event.

Manufacturer narrative:
D4: device information is unknown. D6b: explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: added explant date.